Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (damaged belt cable) has been confirmed. Upon investigation the electrode belt trunk cable connector pulse wire pin was bent. The bent pin prevented the belt from mating to the monitor. The cause of the failure was the damaged pin. The root cause for the damaged pin was excessive force. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned electrode belt sn (B)(4) and reported that the belt had damaged cables.